Event description:
A patient underwent a port placement procedure using the brad implantable port. It was reported that the patient experienced infection like symptoms, including redness, swelling, pain, and discharge at the surgical port placement site. The ports were placed in the interventional radiology department by multiple different clinicians, with no recent changes to procedures or protocols. Two infections were confirmed, one of which was identified as staphylococcus aureus and one as potential infection. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.